Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient kinked cannula event on 07-sept-2024. The patient was hospitalized due to blood glucose exceeded 500 mg/dl and high ketones levels. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.